Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. At a previous follow-up on (B)(6)-2010 the longevity estimate was 2.4 years.